Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the non-fasting results obtained. The expected non-fasting blood glucose test result range is 120 to 125 mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 01/31/2019 and open vial date is within the month of (B)(6) 2017. The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(6). The customer is calling because she feels that the results she is getting from the meter are reading high. The customer stated that she is not experiencing any symptoms regarding her diabetes and does not need to seek any medical attention.